Manufacturer narrative:
Product ID (B)(4) is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k # for us distributed part is k082966.

Event description:
Nellcor puritan bennett received info stating, that the unit stopped working during breathing without giving alarm. The pt awoke and saw "controled cycles" at the unit with very low flow. The pt was not harmed or injured as a result of the event.